Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings:two battery compartment cracks were observed. The returned battery cap was able to secure properly to the pump. The bolus button cover was missing; the bolus button was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment cracks and a missing and unresponsive bolus button. This report is made based on results of the investigation performed on 01/17/2015.